Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh and obtryx were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with a hysteroscopy, dilation and curettage, and endometrial ablation due to stress urinary incontinence, cystocele, and abnormal uterine bleeding. The patient experienced pain, infection, recurrence, bleeding, dyspareunia, vaginal scarring and urinary/bowel problems. It was reported that the patient underwent removal on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent excision of mid urethral mesh & vaginal mesh on (B)(6) 2012.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal itching, urinary frequency and burning.